Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# l54770, implanted: (B)(6) 1998, product type: catheter.

Event description:
Information was received from a consumer regarding a patient previously receiving clonidine, dilaudid, and marcaine (concentrations and doses unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. The patient's history included that in (B)(6) 1991 there was blood in the spinal cord, so the pump implant was canceled and surgery was attempted a year later. On (B)(6) 2016 it was reported that the physician did a pump replacement during which the catheter was spliced and then a pump manufactured by another manufacturer was implanted. The catheter splice did not hold and " a month's worth of medication was dumped into the patient". The patient almost died. The catheter was supposed to be placed in the intrathecal space in the spine. Instead the doctor tried something new and different and it went directly into the spine. Bone fragments had since grown into the catheter that was in her spine. The patient had been in pain since the pump was removed. The catheter was left implanted. The patient woke up crying every night from the pain. It was noted that the patient had reduced memory due to the meds she was on now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.